Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, this right ventricular (rv) lead noted poor r-waves, impedance measurements greater than 1,800 ohms and high threshold measurements. It was noted during the placement and helix extension, the lead pushed forward into the pericardial space resulting in perforation. The rv lead was moved to a different position and all measurements were appropriate. There was no degradation in the patient's condition and the procedure was successfully completed. No additional adverse patient effects were reported.